Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle free syringe had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that the technician went to draw fluid out of a couple elahere vials. The first vial went fine and she was able to draw the fluid out as anticipated. When she went to the next vial, she was not able to draw back any liquid from that vial with this 30 ml syringe.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.